Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient expired. August 2010, the patient presented with myocardial infarction and coronary revascularization of an unknown vessel. At the start of the study, the patient received the study medication maintenance dose of clopidogrel 75mg and was started on aspirin 100mg. (B)(6) 2010, the patient presented due to a planned procedure. A 3.0 x 24mm taxus liberte stent was implanted in the mid left anterior descending (lad) coronary artery. Post procedure residual stenosis was 0% with timi post flow 3. The patient was discharged 12 days later on warfarin or similar anticoagulant therapy. (B)(6) 2012, the patient expired. Cause of death is unknown and no autopsy was available.